Event description:
On (B)(6) 2013, it was reported that a (B)(6) infection was found on (B)(6) 2013 that was spreading through this patient¿s lead. The patient was explanted on (B)(6) 2013. The event was believed to have resolved on (B)(6) 2013. Additional information was received that the infection was believed to have been caused by poor sterility conditions in the operating room. There was no reported patient manipulation or trauma. (B)(6) was confirmed with cultures. Device settings were provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.